Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause is that it was a cascade failure.

Event description:
The facility representative reported a colleague infusion pump with "812:05." This problem was identified during biomedical testing. The care area where this incident occurred was medical surgery. There was no report of patient injury or medical intervention associated with this report. Baxter quality engineering discovered that the event occurred during delivery. This involved a remediated colleague 2006 infusion pump with user interface module master software version (B)(4). No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).